Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection and erosion. The system will be sent to pathology. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.